Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number am4212, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the suture breaks or pulls-off from the needle? Suture breaks. Was the issue noted with the suture before use, during use or during post-op? During use. Were there any adverse patient consequences? No. Did this event happened in more than one procedure? Yes. If yes, how many procedures and how many devices in each procedure? According to information received from the distributor, it is not possible to know how many events in which the sutures broke. Doctor just reported that it happened with 13 threads. Device return status/follow up? Available for pickup. The following information was requested, but unavailable: procedure date and name? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 13 events were submitted as follows: (B)(4): via 2210968-2021-00896, 2210968-2021-00898, 2210968-2021-00901, 2210968-2021-00902, 2210968-2021-00904, 2210968-2021-00906, 2210968-2021-00907, 2210968-2021-00909 and 2210968-2021-00911, (B)(4): via 2210968-2021-00912, 2210968-2021-00913 and 2210968-2021-00914.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. During use, the suture breaks. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: thirteen packets of product code g362t were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed. In order to evaluate the conditions of the returned samples the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional testing was performed, and the pull force and tensile strength were above the minimum requirements. Related events captured via: 2210968-2021-00895, 2210968-2021-00896, 2210968-2021-00898, 2210968-2021-00901, 2210968-2021-00902, 2210968-2021-00904, 2210968-2021-00906, 2210968-2021-00907, 2210968-2021-00909 and 2210968-2021-00911, 2210968-2021-00912, 2210968-2021-00913 and 2210968-2021-00914